Event description:
A st. Alexius in-patient was brought over to the regional MRI center on june 19th at about 1:15pm for a scan of the l-spine with anesthesia. Upon arrival, patient was moved to the table in the magnet room and was put on 3 liters of oxygen, EKG monitors placed on the chest, and pulse oximeter placed on the left hand, 2nd digit. He was then medicated by anesthesia personnel and blood pressure checked. All monitors were working fine. Scan began about 1:30pm anesthesia remained in room to monitor and further medicate (if needed). MRI nurse went into room 1/2 way thru the scan, notice pulse oximeter was not working. Questioned moving the probe to his toe, anesthesia recommended to continue. When patient was brought out of of the magnet, the pulse oximeter probe (which had been taped on finger), was removed revealing a burn on the distal one thrid of the 2nd digit on left hand. Anesthesia personnel said they would follow up with attending physician, patient, and family.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.